Manufacturer narrative:
Implant date: date is conservatively estimated. Aside from the center portion of the device described as "gone", the device remains partially implanted. A portion of the device was explanted and sent for pathology at the hospital. The surgeon expressed that they would like to send this sample back to lifecell for an evaluation as well, however the sample has yet to be returned. (B)(4). The investigation was limited to the clinical information reported. It should be noted that this patient's reherniation occurred three years after the initial surgery with strattice implanted. As per the IFU, potential adverse events typically associated with surgical mesh materials and their implantation procedures include a recurrence of tissue defects. Based on the limited information available, the device as a contributing factor to the non-incorporation, reported disappearance of the central portion of the graft and the reherniation cannot be ruled out. The explanted sample of the device has yet to be received, therefore no evaluation has been performed. If lifecell receives the explanted sample and lot number, a follow up report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that a "fairly healthy" female patient underwent a ventral hernia repair with strattice implanted in (B)(6) 2013 (lot number not reported) and recently reherniated through the device (date not reported). Intra-operatively, it was noted that the strattice was completely "gone" in the middle of the device and not vascularized. There were about 4 to 5 patches of the device remaining at the margins approximately 2x2 cm in size and were not adherent to the patient's native tissue. A second piece of strattice was implanted to correct the defect. A piece of the nonincorporated device from the initial surgery was sent to pathology by the surgeon however the surgeon could not elaborate on the results. Currently, the patient is reported to be recovering with no issues. The surgeon expressed that he would like to send the explanted sample to lifecell for an evaluation as well. Patient history includes a laparotomy and a pancreatectomy that took place five years ago. To date, no further information including the lot number of the complaint related device has been provided. The explanted sample has not yet been returned to lifecell.